Event description:
Dr. Noted that the coblator part way into the procedure. He noted that the wires on the evac70 tip were missing. The field, the patients mouth, the suction contents, and the tonsils were examined for the wires. Xray was taken and read as negative by radiologist. Item and packaging was sequestered for further examination. Item was evac70 xtra ref# eica5872-01, lot# 2096824, smith & nephew.